Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ('dorso-lumbar pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), memory impairment ("memory disorders"), headache ("constant and gradually worsening headaches"), migraine ("menstrual-related migraines"), coccydynia ("sacrococcygeal pain"), nausea ("nausea"), neck pain ("cervicalgia"), dizziness ("dizziness"), palpitations ("palpitations"), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhoea") and was found to have somatostatin receptor scan abnormal ("somatostatin at multiple sites"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, memory impairment, headache, migraine, coccydynia, nausea, neck pain, somatostatin receptor scan abnormal, dizziness, palpitations, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for back pain, coccydynia, dizziness, dysmenorrhoea, headache, memory impairment, menometrorrhagia, migraine, nausea, neck pain, palpitations and somatostatin receptor scan abnormal with essure. The reporter commented: incident date was reported as (B)(6) 2019. Sample was available. Amendment: the report was amended for the following reason: essure device was removed. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ('dorso-lumbar pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), memory impairment ("memory disorders"), headache ("constant and gradually worsening headaches"), migraine ("menstrual-related migraines"), coccydynia ("sacrococcygeal pain"), nausea ("nausea"), neck pain ("cervicalgia"), dizziness ("dizziness"), palpitations ("palpitations"), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhoea") and was found to have somatostatin receptor scan abnormal ("somatostatin at multiple sites"). At the time of the report, the back pain, memory impairment, headache, migraine, coccydynia, nausea, neck pain, somatostatin receptor scan abnormal, dizziness, palpitations, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for back pain, coccydynia, dizziness, dysmenorrhoea, headache, memory impairment, menometrorrhagia, migraine, nausea, neck pain, palpitations and somatostatin receptor scan abnormal with essure. The reporter commented: incident date was reported as (B)(6) 2019. Sample was available. Most recent follow-up information incorporated above includes: on 13-dec-2019: medically confirmed field updated to yes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ('dorso-lumbar pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus and migraine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required), memory impairment ("memory disorders"), headache ("constant and gradually worsening headaches"), migraine ("menstrual-related migraines"), coccydynia ("sacrococcygeal pain"), nausea ("nausea"), neck pain ("cervicalgia"), dizziness ("dizziness"), palpitations ("palpitations"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhoea"), vertigo ("vertigo") and tendonitis ("tendinitis") and was found to have somatostatin receptor scan abnormal ("somatostatin at multiple sites"). The patient was treated with surgery (total hysterectomy with bilateral coelio-prepared salpingectomy, with ablation of medical devices). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, memory impairment, headache, migraine, coccydynia, nausea, neck pain, somatostatin receptor scan abnormal, dizziness, palpitations, menometrorrhagia, dysmenorrhoea, vertigo and tendonitis outcome was unknown. The reporter considered back pain, coccydynia, dizziness, dysmenorrhoea, headache, memory impairment, menometrorrhagia, migraine, nausea, neck pain, palpitations, somatostatin receptor scan abnormal, tendonitis and vertigo to be related to essure. The reporter commented: incident date was reported as (B)(6) 2019. Sample was available. Removal was performed at the patient's request and due to medical reason (medically necessary). Follow-up 6 or more months following essure removal was not available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: essure device removal questionnaire was received and the following information was provided: patient¿s weight and medical history added, new events tendonitis, vertigo added; reporter causality updated to related. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ('dorso-lumbar pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), memory impairment ("memory disorders"), headache ("constant and gradually worsening headaches"), migraine ("menstrual-related migraines"), coccydynia ("sacrococcygeal pain"), nausea ("nausea"), neck pain ("cervicalgia"), dizziness ("dizziness"), palpitations ("palpitations"), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhoea") and was found to have somatostatin receptor scan abnormal ("somatostatin at multiple sites"). At the time of the report, the back pain, memory impairment, headache, migraine, coccydynia, nausea, neck pain, somatostatin receptor scan abnormal, dizziness, palpitations, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for back pain, coccydynia, dizziness, dysmenorrhoea, headache, memory impairment, menometrorrhagia, migraine, nausea, neck pain, palpitations and somatostatin receptor scan abnormal with essure. The reporter commented: incident date was reported as (B)(6) 2019. Sample was available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ('dorso-lumbar pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), memory impairment ("memory disorders"), headache ("constant and gradually worsening headaches"), migraine ("menstrual-related migraines"), coccydynia ("sacrococcygeal pain"), nausea ("nausea"), neck pain ("cervicalgia"), dizziness ("dizziness"), palpitations ("palpitations"), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhoea") and was found to have somatostatin receptor scan abnormal ("somatostatin at multiple sites"). The patient was treated with surgery (total hysterectomy with bilateral coelio-prepared salpingectom, with ablation of medical devices). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, memory impairment, headache, migraine, coccydynia, nausea, neck pain, somatostatin receptor scan abnormal, dizziness, palpitations, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for back pain, coccydynia, dizziness, dysmenorrhoea, headache, memory impairment, menometrorrhagia, migraine, nausea, neck pain, palpitations and somatostatin receptor scan abnormal with essure. The reporter commented: incident date was reported as (B)(6) 2019. Sample was available. Most recent follow-up information incorporated above includes: on 24-dec-2019: patient's initials updated, essure was inserted on (B)(6) 2010 and removed on (B)(6) 2019 (total hysterectomy with bilateral coelio-prepared salpingectomy by vaginal route under general anaesthesia with ablation of medical devices). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ('dorso-lumbar pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), memory impairment ("memory disorders"), headache ("constant and gradually worsening headaches"), migraine ("menstrual-related migraines"), coccydynia ("sacrococcygeal pain"), nausea ("nausea"), neck pain ("cervicalgia"), dizziness ("dizziness"), palpitations ("palpitations"), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhoea") and was found to have somatostatin receptor scan abnormal ("somatostatin at multiple sites"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, memory impairment, headache, migraine, coccydynia, nausea, neck pain, somatostatin receptor scan abnormal, dizziness, palpitations, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for back pain, coccydynia, dizziness, dysmenorrhoea, headache, memory impairment, menometrorrhagia, migraine, nausea, neck pain, palpitations and somatostatin receptor scan abnormal with essure. The reporter commented: incident date was reported as (B)(6) 2019. Sample was available. Most recent follow-up information incorporated above includes: on 19-dec-2019: patient's initials and date of birth provided. On 19-dec-2019: ansm reference number (B)(4)added. On 20-dec-2019: ansm reference number (B)(4)added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional, and describes the occurrence of back pain ('dorso-lumbar pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: lupus erythematosus and migraine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhoea"), coccydynia ("sacrococcygeal pain"), headache ("constant and gradually worsening headaches"), neck pain ("cervicalgia"), migraine ("menstrual-related migraines"), memory impairment ("memory disorders"), nausea ("nausea"), dizziness ("dizziness"), palpitations ("palpitations"), vertigo ("vertigo") and tendonitis ("tendinitis"). And was found to have somatostatin receptor scan abnormal ("somatostatin at multiple sites"). The patient was treated with surgery (total hysterectomy, with bilateral coelio-prepared salpingectomy, with ablation of medical devices). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, menometrorrhagia, dysmenorrhoea, coccydynia, headache, neck pain, migraine, memory impairment, nausea, somatostatin receptor scan abnormal, dizziness, palpitations, vertigo and tendonitis outcome was unknown. The reporter considered back pain, coccydynia, dizziness, dysmenorrhoea, headache, memory impairment, menometrorrhagia, migraine, nausea, neck pain, palpitations, somatostatin receptor scan abnormal, tendonitis and vertigo to be related to essure. The reporter commented: incident date was reported as (B)(6) 2019. Sample was available. Removal was performed at the patient's request and due to medical reason (medically necessary). Follow-up (B)(6) months following essure removal was not available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020, quality safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted. Based on the available information our complaint records and other relevant data. Any new and reportable information, that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ('dorso-lumbar pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), memory impairment ("memory disorders"), headache ("constant and gradually worsening headaches"), migraine ("menstrual-related migraines"), coccydynia ("sacrococcygeal pain"), nausea ("nausea"), neck pain ("cervicalgia"), dizziness ("dizziness"), palpitations ("palpitations"), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhoea") and was found to have somatostatin receptor scan abnormal ("somatostatin at multiple sites"). The patient was treated with surgery (total hysterectomy with bilateral coelio-prepared salpingectom, with ablation of medical devices). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, memory impairment, headache, migraine, coccydynia, nausea, neck pain, somatostatin receptor scan abnormal, dizziness, palpitations, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for back pain, coccydynia, dizziness, dysmenorrhoea, headache, memory impairment, menometrorrhagia, migraine, nausea, neck pain, palpitations and somatostatin receptor scan abnormal with essure. The reporter commented: incident date was reported as (B)(6) 2019. Sample was available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.